Event description:
It was reported by repair work order that the cot would not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.